Event description:
It was reported that during service / maintenance (not in a clinical setting), the subject flex video scope had image noise. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise occurred when the angle was adjusted. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.